Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 94 mg/dl and 160 mg/dl. Customer also reportedly received the following results on the performa nano system within 10 minutes: 129 mg/dl and 256 mg/dl. . No adverse event reported. Requested return of suspect device for evaluation.